Event description:
Procedure type: hysterectomy. According to the rptr: while suturing the anterior cuff, the needle broke. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).